Event description:
It was reported that the table moved on its own and titled to the left and almost dropped a patient to the floor. The hospital staff was able to keep the patient on the table. No injuries were reported.